Manufacturer narrative:
Follow-up #1: date of submission 10/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings:a review of the black box showed call service 064 alarms. During the rewind step the pump emitted a call service 064 alarm. Moisture was found in the display. The battery compartment was cracked alongside the pump. A leak was found in the battery compartment. The pump was opened to find moisture damage on the printed circuit board. The call service alarm was due to the moisture damage.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.